Event description:
It was reported to boston scientific corporation that an advanix pigtail biliary stent was implanted during a bile duct drainage procedure on an unknown date. According to the complainant, there were no issues during the initial implanting procedure. About one month later, occlusion was suspected due to elevated biliary enzyme. CT scan was performed and found that the stent had stretched to the anus side causing an ulcer at the papilla. It was confirmed through endoscope that the hepatic side of this stent was properly located at the biliary tree, the same as its initial position; however, the duodenum side of the stent was stretched beyond the ligament of treitz which caused the ulcer. The device was removed and the procedure was completed with another device. Post-procedure, the patient was monitored. It could not be confirmed whether medication was used as a result of the ulceration, but it was reported that additional intervention was not needed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.